Event description:
Damaged transformer housing - breach present "power adapter broke, it started smoking and when I unplugged it, it crumbled" per consumer.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to contact the customer for additional information and the return of the reported transformer have been unsuccessful. The product involved in the complaint has not been received for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. However, the customer did report that the power adapter broke. It started to smoke and it crumbled when she unplugged it. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.